Event description:
On (B)(6) 2009, the pt reported receiving an e4 (occlusion) error while attempting to bolus. She was instructed to disconnect from her infusion site and she primed without error. She removed the infusion site and found that the cannula was bent. She stated that she may have scar tissue. No physiological effects were reported. She was sent info on infusion site mgmt. Upon follow up on (B)(6) 2009, the pt stated that she received another e4. She changed the infusion site and had no further issues. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.